Event description:
Account alleged that when the bed is plugged in, they noticed an arc at the outlet. Account stated that there were no injuries.

Manufacturer narrative:
Account installed a power resistor assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.